Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. The remote field service engineer (fse) confirmed the reported issue, and verified that the unit was installed (B)(6) of 2009. The fse advised the customer that the display had reached the end of life. The fse recommended the replacement of the user interface, and provided the customer with the part number and cost estimate of the replacement. The customer reported that the reported issue will not be resolved. The customer will not follow the recommended repair of replacing the user interface, due to the age of the device and the cost of the recommended repair.

Event description:
The customer reported that the display was dim. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.